Event description:
It was reported that balloon damage had occurred. A percutaneous coronary intervention was being performed on a calcified lesion in the left anterior descending artery. The 10mmx2.75mm wolverine coronary cutting balloon was advanced and used to dilate the lesion. When the device was withdrawn, it appeared that part of the blade was lifted off of the balloon. The device was removed intact from the patient. A stent was placed after this and the procedure was completed successfully with no adverse patient effects. The patient outcome was "fine." A visual and microscopic examination was performed on the returned wolverine device. The balloon material was unfolded and inflation medium was noted within the balloon material which indicates the balloon had been subjected to positive pressure. The balloon inflated without any issues noted during analysis. Approximately 2mm in length of a blade and pad was lifted from the proximal section of the balloon material. The damage can potentially be a result of the resistance encountered during withdrawal of the device. The remainder of the blade and pad was intact, undamaged and fully bonded to the balloon material. All other blades and pads were undamaged and fully bonded to the balloon material. No issues were noted with either the blades or pads that could have contributed to the detachment from the balloon material. The tip was noted to be kinked. This may have occurred when the device was loaded onto the guidewire or when the device was advanced toward to target lesion. No other issues were identified during the product analysis.

Event description:
It was reported that balloon damage had occurred. A percutaneous coronary intervention was being performed on a calcified lesion in the left anterior descending artery. The 10mmx2.75mm wolverine coronary cutting balloon was advanced and used to dilate the lesion. When the device was withdrawn, it appeared that part of the blade was lifted off of the balloon. The device was removed intact from the patient. A stent was placed after this and the procedure was completed successfully with no adverse patient effects. The patient outcome was "fine."